Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, "increased capsular echogenicity with a discrete amount of pericapsular fluid" and device fold. The device was removed.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 24/jul/2017, 23/jul/2018 and 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, "increased capsular echogenicity with a discrete amount of pericapsular fluid" and device fold. The device was removed.